Event description:
According to the available information, the patient had an altis placed in 2016. Subsequently the patient complained of repeated urinary tract infections and underwent cystoscopy, partial resection of suburethral tape and urethral suture procedure in 2024. The first surgical stage: diagnostic cystoscopy. Normal bladder, ureteral meatuses seen. Urethroscopy finding a trans-urethral tape in its left lateral wall. Second surgical stage: partial resection of the suburethral strip. Transverse vaginal incision opposite the prosthesis. Dissection of the prosthesis by approximately 4 cm. Section of the strip at both ends allowing partial resection of the 4 cm strip. Urethral blue test: visualization of 2 vertical urethral wounds of 5 mm, opposite the resection area. Third surgical stage: urethral suture. Post procedure, the patient has greater urine leakage and endless follow-up.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient had an altis placed in 2016. Subsequently the patient complained of repeated urinary tract infections and underwent cystoscopy, partial resection of suburethral tape and urethral suture procedure in 2024. The first surgical stage: diagnostic cystoscopy. Normal bladder, ureteral meatuses seen. Urethroscopy finding a trans-urethral tape in its left lateral wall. Second surgical stage: partial resection of the suburethral strip. Transverse vaginal incision opposite the prosthesis. Dissection of the prosthesis by approximately 4 cm. Section of the strip at both ends allowing partial resection of the 4 cm strip. Urethral blue test: visualization of 2 vertical urethral wounds of 5 mm, opposite the resection area. Third surgical stage: urethral suture. Post procedure, the patient has greater urine leakage and endless follow-up. According to the available information, it was additionally reported that the patient stated that after undergoing this procedure, patient encountered several complications which for years made patient's life and that of those around the patient hell. The patient reported to experience chronic pelvic pain at the pelvic level with a feeling of heaviness, burning and pain during urination with repeated urinary infection and repeated cytobacteriological examination of the urine (cbeu) with leukocytes, constant discomfort inside with the sensation of stabbing, pain during sexual intercourse, chronic fatigue making daily activities difficult, constant anxiety and loss of self-esteem towards husband, no longer have any control over body and use protections day and night. Patient no longer has the possibility of having outside activities or activities with children and friends, patient is exhausted because of having to go to the bathroom at night. After more than 5 years it was reported that the sling had caused erosion of the urethra. Patient had another operation to remove part of the sling. Catheterization for 5 weeks. Patient had to repeat examinations including one under general anesthesia and still have to have surgery soon.